Event description:
A malfunction alarm was reported with no notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, and the issue did not recur. The customer was able to continue using the pump and was advised to contact technical support again if the malfunction code reappeared.